Manufacturer narrative:
Title: impact of angiographic coronary artery disease complexity on ischemic and bleeding risks and on the comparative effectiveness of zotarolimus-eluting vs. Bare-metal stents in uncertain drug-eluting stent candidates authors: giuseppe gargiulo, athanasios patialiakas, raffaele piccolo, attila thury, salvatore colangelo, gianluca campo, matteo tebaldi, imre ungi, stefano tondi , marco roffi , alberto menozzi, nicoletta de cesare , roberto garbo, emanuele meliga, luca testa, henrique mesquita gabriel, marco ferlini, francesco liistro, antonio dellavalle, pascal vranckx, carlo briguori, stephan windecker, marco valgimigli journal: international journal of cardiology year 2018 issue #:9.120 literature reference: doi.org/10.1016/j.ijcard.2018.09.120. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted which documents the post-hoc analysis of the zeus trial. The impact of coronary anatomic complexity measured by the syntax score on the differences in outcomes following zes and bms was assessed at 1 year. Patients were typically high risk patients with high risk of bleeding or thrombosis or at low restenosis risk. Medtronic endeavor sprint devices were used. Clinical event included cardiac and non cardiac death, stent thrombosis, restenosis, mi, stroke and bleeding incidences were reported in the population under review.